Event description:
During a split thickness skin graft reconstruction of the right foot (wound infection), the zimmer dermatome did not take a complete skin graft. The dermatome mesher was sequestered along with the blade and will be sent to the vendor for evaluation. There was no harm to the patient.